Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, due to myocardial problems of the patient, the right atrial (ra) lead threshold was high and couldn't drop down. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.